Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. Expiration, manufactured and implant dates are unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of patellar maltracking or inclusion of the polyethylene in the packaging recall. The reported patella maltracking could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient who had underwent a revision knee replacement on an unknown date in 2022, reported that "he has an issue with the spacer and that his patella is grinding on his femur due to the misalignment". No further patient impact reported. No further information available.